Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the surgeon attempted to use screws and a plate but the screw head would not lock into the plate on either side. All was removed and retrieved and the case was completed with k-wire.